Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was used during an endoscopic sphincterectomy (est) procedure. According to the complainant, during the procedure, it was noted that the cut wire was pointed at the 3 or 4 o'clock position and could not orient to the 11 o'clock position. The device was removed from the patient and the kink was repaired. The physician reinserted the device but the same problem occurred. The procedure was completed with another stonetome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device confirmed the orientation issue and found the distal tip twisted. This was likely caused by attempts to use the device. However, it was confirmed that there were no bends/kinks. Based on these results this is no longer a reportable event. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was used during an endoscopic sphincterectomy (est) procedure. According to the complainant, during the procedure, it was noted that the cut wire was pointed at the 3 or 4 o'clock position and could not orient to the 11 o'clock position. The device was removed from the patient and the kink was repaired. The physician reinserted the device but the same problem occurred. The procedure was completed with another stonetome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.